Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Liner breakage post-op. The patient underwent total left hip replacement procedure, postoperative indicators were normal. It was reported that the liner was found to be fractured and the head was also scratched due to liner's fracture. Currently the patient is waiting for second surgery. Doi: (B)(6) 2022.

Event description:
Additional information was received: update information: the patient visited the hospital due to hip joint pain and inability to perform normal activities after surgery. It was claimed that no fall or impact before the onset of symptoms. On (B)(6) 2024, the examination (specific examination items were unknown) found that the liner was fractured. The second procedure was performed on (B)(6) 2024. The liner and the head had been replaced with new product.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 corrected: h6 health effect- clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device [121881754 / 3728942] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.¿ device history lot a manufacturing record evaluation was performed for the finished device [121881754 / 3728942] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect.